Event description:
The advocate called to order a new contour meter for the customer. She stated that the customer had thrown away his meter and had to be hospitalized for low glucose. She did not provide the blood glucose reading that the hospital received, but did state the customer was treated with IV glucose until his blood glucose was up to 88 mg/dl. The advocate was advised to return the customer's test strips for eval. Replacement test strips and a new meter were sent to the customer.